Event description:
Oracle ro (B)(4): it was reported that error code 41622 occurred. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
Other text: b5: additional information received via email and attached to complaint object: all issues with this pump were found during testing and repair at our facility. No patient involvement was reported. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log). The customer stated problem was duplicated. When power up pump started alarm error code 41622. Open pump found debris stuck in motor gear. Cleared error code 41622 and remove debris from motor gear. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.